Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted residual calcification on the lead at the helix. Analysis determined that the high capture thresholds, and impedance issues may have been impacted by the observation of residual calcification on the lead at the helix. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance issues. The physician decided to explant and replace this lead. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and impedance issues. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.